Event description:
It was reported that the patient with this pacemaker was part of a system revision due to bacteremia. There was no additional adverse patient effects were reported. This pacemaker was explanted.